Event description:
It was reported that there was balloon leakage. Patient involvement is unknown.

Manufacturer narrative:
Date of event, lot number, expiration date and manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: email is: regulatory.responses@icumed.com. One device sample was received in used condition without the original packaging. Per visual inspection, no visual defects were detected. A leak test was performed in which the device sample passed the test. The complaint was not confirmed. No root cause could be determined since the complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions were taken since the complaint was not confirmed.